Manufacturer narrative:
Other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4: UDI information is unknown. G5: premarket (510k) number is unknown. D5: operator of device is patient/consumer.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, the pump exhibited low battery alert. It was reported that tubing and cassettes leaking was noticed. Reported that the patient was off med for about an hour and experienced nausea. Patient was able to switch to another pump and advise by the doctor to replace the pump. No additional adverse effects reported.